Event description:
The customer reported moisture damage in his insulin pump. The customer blood glucose reading at time of the call was 120mg/dl. The customer stated that the device was accidently dropped in the water while he was mowing his land. The customer stated that the insulin pump has a blank display. No further information was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. The device also had moisture damage on the motor.